Event description:
It was reported that during a procedure performed on (B)(6) 2015, upon attempted insertion of a 7.5mm x 50mm reform polyaxial screw the tip of the reform polyaxial driver (39-sp00700) broke off in the head of the screw. The screw was removed and replaced using another driver and screw readily available in the set. No delay to the procedure was reported as a result.

Manufacturer narrative:
Engineering evaluation of the returned device determined the root cause of the tip fracture is attributed to the driver not being fully seated in the polyaxial screw at the time of fracture. The plastic outer sleeve of the assembly has been modified to mitigate the occurrence of the user unthreading the outer secure shaft from the tulip. This change was implemented on (B)(6) 2014. Additionally, a design change on the thread-from of the reform polyaxial screw was implemented (B)(6) 2014 to reduce the amount of thread-washout, thus reducing the insertion torque, to mitigate failures due to the aforementioned condition. The reported lot number was manufactured prior to the screw thread change. Review of manufacturing history records found a total of sixty-three (63) pieces of this lot were released for distribution between (B)(4) 2014 and (B)(6)2015 with no deviation or anomalies. A two-year complaint history review found two (2) previous reports of tip fracture for the reported lot. As design modifications were initiated subsequent to the manufacture of the reported lot, the need for additional corrective actions was not indicated.